Manufacturer narrative:
On february 19, 20120 we confirmed that this complaint has been duplicated in our system. Please note that all relevant information regarding this event has been captured and submitted under mfg report #2249723-2019-01479. This complaint will now be cancelled in our database. Updated fields: b4, b5, g4, g7, h2, h10.

Event description:
It was reported that while in use in a patient the display of the cs300 intra-aortic balloon pump (iabp) went black, the iabp did not stop supporting patient. The iabp was swapped to continue therapy and the facility biomedical engineer called biomed called getinge tech service hotline for assistance. There was no harm or injury to patient and no adverse event was reported. On february 19, 20120 we confirmed that this complaint has been duplicated in our system. Please note that all relevant information regarding this event has been captured and submitted under mfg report #2249723-2019-01479. Updated fields: b4, b5, g4, g7, h2, h10.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Getinge service was not requested in connection with this event. A supplemental report will be submitted if additional information is made available. (B)(6).

Event description:
It was reported that while in use in a patient the display of the cs300 intra-aortic balloon pump (iabp) went black, the iabp did not stop supporting patient. The iabp was swapped to continue therapy and the facility biomedical engineer called biomed called getinge tech service hotline for assistance. There was no harm or injury to patient and no adverse event was reported.